Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned

Event description:
It was reported that the insulin gauge was inaccurate and static. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with undefined units of insulin during the load sequence. Reportedly, the customer was using cold insulin. Customer continued to use the cartridge to resume insulin. There was no adverse impact to the customer's blood glucose level.